Manufacturer narrative:
The field service representative replaced a damaged bellow on the architect c8000 analyzer which was determined to be the likely cause the discrepant result. There have been no additional discrepant results reported after the bellows were replaced on the architect c8000 analyzer. A service ticket review for architect c8000 serial (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of the calculated erratic rates for the architect c8000 systems were below the upper control limit. A review of historical data revealed no systemic issue or adverse trends associated with bellows part number or erratic/discrepant results. The architect system operations manual and the architect c8000 service and support manual provide adequate information, troubleshooting, component replacement procedures and maintenance concerning erratic/ discrepant results. The issue was resolved by the field service representative through standard troubleshooting procedures which includes inspection and replacement of the bellows. Based on the available information, no malfunction or deficiency of the system was identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely elevated architect creatinine of 6.1 mg/dl on a patient sample that repeated 0.43 mg/dl when processing on the architect c8000 analyzer. A new sample from the patient generated architect creatinine results of <0.2 mg/dl and 0.69 mg/dl. No specific patient information was provided. No impact to patient management was reported.